Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The rac was returned for failure analysis and the reported error 25770 was confirmed but not replicated. In the error log review data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported failure. The rac was installed onto a printed circuit assembly (pca) system where the component functioned as expected. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour without triggering any error. The complaint was not confirmed based on failure analysis. A device history record (DHR) review for the device(s) involved with the reported event was not possible and/or not required by isi at the time of complaint closure. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 25770 "kernel data integrity error reported by mcer in rac2 in ssc1." The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no errors during functional testing. The rac was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they were unable to control universal surgical manipulator (usm) 3 and usm 4 with the right master tool manipulator (mtm) in surgeon side console (ssc) 1. The user was instructed to take the right mtm control and press the emergency-stop button, but the issue persisted. The tse explained to the user that a power cycle would be needed to resolve the issue. The user stated that they would continue with the procedure on ssc 2 and would restart ssc 1 after the surgery. The tse reviewed the system error log and found error code 25770, pointing to the remote arm controller boards (rac2) in ssc 1. The procedure was completing as planned without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller boards (rac) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the rac to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.